Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) and ventricular smr for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. After removal of the lock-line it was identified that the clip opened to approximately 20-30 degrees. Troubleshooting was preformed and efaa was established while the clip remained closed. After the clip detachment, the clip opened again to 20-30 degrees. An additional clip was placed medial to the first clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.